Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the device's event history log showed record of a cassette not attached alarm. Visual and functional tests were performed, and a defective downstream occlusion (dso) sensor was found. The customer's problem was replicated. The cause of the problem was a defective dso sensor, and it was replaced to fix the issue. The device passed all functional tests after the repair.

Event description:
It was reported that the device had a cassette not attached error. This issue is not related to physical damage/abuse. No delay of therapy. Event occurred during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.